Event description:
It was reported that the procedure was to treat a lesion in an unknown vessel below the knee. The armada 14 balloon was advanced without issue. An attempt was made to inflate the balloon to nominal pressure; however, the balloon was not inflating. The armada 14 was removed without issue. After removal, the balloon was flushed outside the patient anatomy, and small holes were noted in the balloon. It was noted that the balloon was prepared per the instructions for use, prior to use in the anatomy. A new armada 14 balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulties inflating the balloon and rupture were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.